Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a moderately calcified and mildly tortuous lesion. 3.50 x 12 synergy ii drug-eluting stent (des) was selected for use. However, when the physician tried to insert the catheter, the shaft broke. The device was removed and a new synergy des was deployed and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.50 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 24.5cm distal to the distal end of strain relief as well as multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a moderately calcified and mildly tortuous lesion. 3.50 x 12 synergy ii drug-eluting stent (des) was selected for use. However, when the physician tried to insert the catheter, the shaft broke. The device was removed and a new synergy des was deployed and completed the procedure. No patient complciations were reported.